Manufacturer narrative:
This is a complaint that was discovered during a literature search. Henry et al stents in the treatment of renal artery stenosis: long-term follow-up; j endovasc surg. 1999 feb;6(1):42-5; report a case of restenosis involving a palmaz stent less than or equal to 5mm in diameter during the 6-month follow up period. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Henry et al stents in the treatment of renal artery stenosis: long-term follow-up; j endovasc surg. 1999 feb;6(1):42-5; report a case of restenosis involving a palmaz stent less than or equal to 5mm in diameter during the 6-month follow up period.